Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the cause of the issue was that a new technician pressed the motion button before the gantry was completely initialized.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The representative checked even the door switch and no issue was found. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a cervical spine procedure. It was reported that, when the imaging system was closed around the patient, the pendant displayed that the door was open. The site pulled the imaging system out from around the patient to reboot. At this point, the site called into technical services (ts). Upon rebooting, the system went into stand alone mode and displayed the hold m to calibrate. The site had no motion and were unable to hold m. The surgeon decided to bring in another imaging system to proceed with the case. There was a 25-minute delay to the procedure and no impact on patient outcome.